Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced a loss of therapy in (B)(6) 2019 due to their ipg becoming inoperable. As a result, surgical intervention was taken to replace the ipg.